Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal and external insulation abrasion was noted at 9.5-11.0cm from the lead tip. Internal insulation abrasion was noted at 11.5-12.0cm from the lead tip. External insulation abrasion was noted at 13.5-15.0cm from the lead tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 13.0-14.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. Externalized conductors were observed via fluoroscopy. Electrical anomalies were noted. The lead was explanted.